Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the guidewire was returned broken from the distal end with the core wire severely stretched holding the 2 ends of the nitinol tubing together but was not broken. The nitinol tubing and platinum wire were visibly broken on both ends. The guidewire hydrophilic coating was hydrated and there were no anomalies noted. Functional inspection could not be performed due to the damage to the guidewire. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, the dispenser hoop was flushed before removing the guidewire, there was no resistance encountered removing the guidewire from the dispenser hoop, the guidewire tip was shaped to 45 degrees, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was moderately tortuous. Analysis of the returned device found the guidewire broken from the distal end with the core wire severely stretched holding the 2 ends of the nitinol tubing together but was not broken. The nitinol tubing and platinum wire were visibly broken on both ends. The condition of the returned guidewire indicates the device encountered a significant manipulation during the procedure. An assignable cause of procedural factors will be assigned to the as reported ¿guidewire difficult to remove/withdraw from catheter, ¿ guidewire distal tip stretched¿ and as analyzed and ¿guidewire distal tip broken/fractured during use¿ and ¿guidewire distal tip stretched¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The subject guidewire was returned for analysis and the device investigation revealed that the tip of the subject guidewire was broken during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.